Event description:
It was reported that during a brevera procedure on (B)(6) 2025, a driver error happened during the procedure and the needle was fired. Site was unable to clear error and complete the procedure. Patient had to be rescheduled. A field engineer examined the equipment and found that the driver was not functioning correctly. A field engineer examined the equipment and could not find any issues, but the customer requested the driver to be replaced. The driver was replaced and the system met the manufacturer´s specifications. No other information available.

Manufacturer narrative:
H6: appropriate term/code not available: suggested code : mechanical driver. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported on (B)(6), 2025, that after the needle was fired during a procedure, the brevera system (B)(6) and brevera driver (B)(6) began displaying a driver error code. The site was unable to clear the error and had to reschedule the patient. The system was rebooted with the driver disconnected. No errors were seen at restart, but the driver would not fully home. The tech was able to push the forks forward but not initialize the driver. Patient impact was reported as the patient had to be rescheduled for another day. Field service engineer (fse) performed a cal board clear and replaced the driver. The new driver did not cause any errors. Initial evaluation: neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 2,526 days old at the time of the complaint. Investigation methods and findings: further investigation could not be performed as parts were not returned to pmqa. Cause/root cause: since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the most probable root cause for the reported error codes is related to the needle not firing its fully designated firing distance. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: as no parts were returned to pmqa for investigation, root cause for the reported issue was unable to be determined. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, and the cannula forks jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Complaint confirmed: no device history record (DHR) review: driver serial number: (B)(6). Driver sku: brevdrv system serial number: (B)(6). Driver manufacture date: 10/16/2023 driver installation date: 9/14/2024 UDI: (B)(4). The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections. No deviations are mentioned within the DHR.